Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of more than 400 mg/dl. The customer treated with the insulin pump. Customer states that they had the batteries out and now wants assistance on how to program the pump. Customer was advised that they should wait for their blood glucose to lower before calibrating pump. Customer was also advised to wait 20-30 minutes after blousing to calibrate the pump. The product was not returned for analysis.